Event description:
A surgeon reported to clinical application specialist, she has been noticing a few cases that are undercorrected. At f/u, the number of pts involved is not defined, a list will be compiled and reported as info is received.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).